Manufacturer narrative:
Device was discarded by the user, unable to follow up.

Event description:
A patient's father called requesting the msds for the cherry flavored powder-free latex gloves. The latex gloves were used during the treatment of the patient. The next day the child displayed welts on her face, swollen hands and eyes. Medical treatment was sought for symptoms which were classified as a latex allergic reaction. The patient's father reports that the child has recovered from the symptoms.

Manufacturer narrative:
An incorrect catalog number was provided in the original submission (2024980-2016-00001). The catalog number 22501 should be catalog number 21362.